Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "rupture, lymphadenitis due silicone, and three adenopathies."

Event description:
Healthcare professional reporting a right side "rupture, lymphadenitis due silicone, and three adenopathies." The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified device patch with lot (or catalog) number lot number: 2465714 and catalog:tsf325; opening extended on radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "fibrotic capsulas with histopatologic findings compatibles with protesis rupture¿ and ¿right adenopathies: three adenopaties with linfadenitis due silicona¿ the device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: device evaluation: analysis of the returned device identified: underweight, opening on posterior and wear abrasion. A visual and microscopic analysis was performed which identified sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "fibrotic capsula's with histopathologic findings compatibles with prothesis rupture¿ and ¿right adenopathies: three adenopathies with lymphadenitis due silicona¿ the device was explanted.